Manufacturer narrative:
Blockd4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Blockh6: device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that during the procedure the hydrodissection was performed and sagittal and axial planes were used to conduct the verification process, needle reposition was required because the needle was in the wrong position. The procedure was completed without any incidents. During the simulation the computed tomography (CT) scan a portion of around 7 cc of hydrogel was found inside the prostate, the stereotactic body radiation therapy (sbrt) radiation treatment haven't started the radiation treatment however was "unknown" if was delayed. The patient was reported stable.